Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump wobbled and made a noise. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no reported adverse consequence to the pt as a result of this event.